Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and neo meters, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A delivery issue was reported with the adc meter , which resulted in a medical event. On (B)(6)2019, customer had initially reported receiving high readings on the adc blood glucose meter. On (B)(6)2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and experienced symptoms described as shaking and a loss of vision. Customer was rushed to a health clinic where he was diagnosed with hyperglycemia and treated with insulin intravenously (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A delivery issue was reported with the adc meter , which resulted in a medical event. On (B)(6) 2019, customer had initially reported receiving high readings on the adc blood glucose meter. On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and experienced symptoms described as shaking and a loss of vision. Customer was rushed to a health clinic where he was diagnosed with hyperglycemia and treated with insulin intravenously (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery issue was reported with the adc meter , which resulted in a medical event. On (B)(6) 2019, customer had initially reported receiving high readings on the adc blood glucose meter. On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and experienced symptoms described as shaking and a loss of vision. Customer was rushed to a health clinic where he was diagnosed with hyperglycemia and treated with insulin intravenously (dose/type unknown). There was no report of death or permanent injury associated with this event.